Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from olympus europa se & co. Kg (oekg), it was surmised that the reported event occurred by the following mechanism. Because the user used the subject device while foreign objects such as dust, dirt, or chemical residue adhered to the electric contacts of the video connector, the communication between the video processor and the endoscope could not be performed properly, and consequently the scope communication error b30 occurred. When the scope communication failure occurred for a certain period after successful scope communication at startup, the scope communication error e216 occurred. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the preparation for an unspecified procedure using the subject device at the user facility, the scope communication errors e216 and b30 were displayed on the monitor. The user facility replaced the colonoscope to a similar endoscope to perform the procedure. The field service engineer of olympus europa se & co. Kg (oekg) checked the subject device on-site and found that the image of the subject device did not display due to the failure of the output socket, and then exchanged the output socket to new one, the old output socket was discarded. There was no report of patient injury associated with this event.